Manufacturer narrative:
(B)(4).

Event description:
The patient was reportedly implanted with the subject ICD on (B)(6) 2016, and no follow-up was performed since the implantation. On (B)(6) 2017, the ICD could not be interrogated with two different programmers. Reportedly, rf for remote monitoring parameter was set to on the day of the implantation. Preliminary analysis confirmed the reported event (inductive telemetry blockage). Following livanova's recommendations, a recovery procedure was scheduled for this patient on (B)(6)2017. Nevertheless, the inductive telemetry function could not be restored during the recovery procedure. Reportedly, the subject ICD was explanted in (B)(6) 2017 and returned for analysis.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The patient was reportedly implanted with the subject ICD on (B)(6) 2016, and no follow-up was performed since the implantation. On (B)(6) 2017, the ICD could not be interrogated with two different programmers. Reportedly, rf for remote monitoring parameter was set to on the day of the implantation. Preliminary analysis confirmed the reported event (inductive telemetry blockage). Following livanova's recommendations, a recovery procedure was scheduled for this patient on (B)(6) 2017. Nevertheless, the inductive telemetry function could not be restored during the recovery procedure. Reportedly, the subject ICD was explanted in (B)(6) 2017 and returned for analysis.